Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, age & weight not provided for reporting. Other UDI: (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device is not expected to be returned for manufacturer review/investigation. Reporters phone number: (B)(6). 510k# unknown: device history records review was conducted. The report indicates that the: 477.126s - 8967605 manufacturing location: (B)(4). Manufacturing date: 20.may.2014. Expiry date: 01.may.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows: it was reported that the primary implant date is (B)(6) 2015. Revision for: failed union of fracture resulting nail breakage requiring revision. Relevant patient pre-existing conditions; long term bisphosphonate use due to osteoporosis resulting in the initial insufficiency fracture that then required the initial femoral nailing. Patient outcome post surgery: patient recovered well post initial surgery but was continued on osteoporosis medication post fracture which may have contributed to the non-union of the fracture. This complaint involves one part. Concomitant parts reported: 1x locking bolt 459.400 lot is unk, 1 x locking bolt 459.460 lot is unk. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Investigation summary: based on the received information (x-rays and/or pictures) we are able to confirm a broken nail. The product was not returned and, an investigation could not be performed. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Dcrm review -> design and clinical risk management (dcrm) document, was reviewed and found to adequately address the harm of this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Other UDI: (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.